Event description:
During a pulmonary vein isolation using pulsed field ablation, a faradrive steerable sheath clear and a farawave catheter were selected. The catheter was prepared, inserted into the faradrive sheath, and deployed in a flower configuration within the left atrium. However, it did not appear on the opal system, and an 1114 2 error was displayed, prompting catheter replacement. When the replacement catheter was inserted into the same faradrive sheath, air continued to be aspirated. Dr. (B)(6) identified damage to the hemostasis valve, and the faradrive sheath was replaced. After the new sheath was introduced, the farawave catheter was inserted, air was evacuated without further ingress, and the procedure proceeded normally. The farawave catheter displayed correctly on opal, and the procedure was completed successfully.